Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the syringe module appeared to not be infusing. At a shift change, the drug volume remaining in the syringe was documented as 49.2 ml. The patient required two rescue doses of half the hourly dose (the total volume of both rescue doses equaled 49.2 ml). During the morning shift change it was discovered that the syringe was found to have a remaining volume of 48.7 ml. The drug was programmed in the pump module to be running at a dose of 0.015 mg/kg/hr with a rate of "0.52 cc." It was discovered that the syringe module had a broken linear sensor.

Event description:
It was reported that the syringe module appeared to not be infusing. At a shift change, the drug volume remaining in the syringe was documented as 49.2 ml. The patient required two rescue doses of half the hourly dose (the total volume of both rescue doses equaled 49.2 ml). During the morning shift change it was discovered that the syringe was found to have a remaining volume of 48.7 ml. The drug was programmed in the pump module to be running at a dose of 0.015 mg/kg/hr with a rate of "0.52 cc." It was discovered that the syringe module had a broken linear sensor.

Manufacturer narrative:
Correction: annex b : b17. Annex c : c20. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer,   annex a : a0509, a0404, a1801, a0206, a040502,a24, annex g : g04061, g0405206, g02017, g0405213, g04052, annex b : b01, annex c : c07, c0601, c17, c070606,c19, annex d : d07, d02, d14. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a: a0206, a0404 annex g: g0405213, g04052, g04091, g0405206 annex c: c070606 additional information: annex a: a040601, a0509 annex g: g07001, g04070.

Event description:
It was reported that the syringe module appeared to not be infusing. At a shift change, the drug volume remaining in the syringe was documented as 49.2 ml. The patient required two rescue doses of half the hourly dose (the total volume of both rescue doses equaled 49.2 ml). During the morning shift change it was discovered that the syringe was found to have a remaining volume of 48.7 ml. The drug was programmed in the pump module to be running at a dose of 0.015 mg/kg/hr with a rate of "0.52 cc." It was discovered that the syringe module had a broken linear sensor.